Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip, unable to perform displacement test due to completely broken reservoir tube lip. Unit had broken battery tube threads, missing reservoir tube o-ring.

Event description:
The customer reported via phone call that reservoir and battery compartment had damaged. The blood glucose at the time of the incident was 116 mg/dl. The device will be returned for analysis.